Event description:
It was reported that pump experienced malfunction while pump was being updated, and caller was unable to reset malfunction even after trying secondary charging supply and troubleshooting steps. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, tandem technical support arranged to ship replacement pump.